Event description:
Medication administration record did not update the charting for entered medication.

Manufacturer narrative:
The device is software. The manufacturer is evaluating a device with the same configuration as possessed by the user, but not the user's actual device. Manufacturer is investigating to determine if this is a user problem or a product problem.